Event description:
Customer reported a capsule that would not produce suction when attached to the pump. Following internal investigation, signs of blood were found. It was decided to investigate this case as failed to attach.